Event description:
Caller states the pt tested 3.9 inr and 4.2 inr on the coagucheck s system while a comparison lab returned as 2.9 inr. No treatment info provided. No adverse event reported. Requested return of suspect system and replacement was sent.